Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging system failed the mechanical tests. Found relay k10 to be the cause of the clicking noise. It was unclear what was causing the relay to cycle on and off like this. Ordered k10 relay, k11 relay, and motion control pcb. Returned the next day and installed k10 and motion control pcb and tested the system. Clicking continued. Noticed in the schematics that there was a control signal going to the motion control pcb from the motor battery charger pcb. Ordered new motor battery charger to see if that takes care of the issue. Returned the next day and installed motor battery charger. Clicking continued. Traced voltage from k11 back to the main drive relay and varistor. Noticed the voltage on red wire at 110, but on the black wire, the voltage was bouncing from high to low. Replaced the main drive relay and varistor. Problem solved. All parts that were used for troubleshooting were removed and the original parts were put back in the system. Found the root cause to be a bad drive relay & varistor of the imaging system's image acquisition system (ias) making a continued clicking sound about once per second. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The devices were returned to the manufacturer for analysis. The pcba motor battery charger and the varistor were individually tested and found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned relay confirmed reported problem "relay was the cause of the clicking sound and no driveability". Relay failed bench level test. When energized it does not make contact. Defective relay. Reported issue is related to an electrical failure; open failure mechanism. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A registered nurse reported that as she started the imaging system up, she heard clicking noises during gantry movement. When she put the imaging system into lift and shift the noises stopped. This was discovered prior to a procedure. There was no patient present when this issue was identified.